Event description:
Drive devilbiss is the initial importer of the device which is a 3 wheel mobility scooter. The initial intake report noted that the wheel became stuck in a metal handicapped ramp causing the scooter to tip over. The end-user states she was going down curb to cut into the street when the unit tipped over. The handle bars went into her side causing 3 fractured ribs and a lacerated spleen.